Event description:
Pt. Was being treated with interferential electrical stimulation. E-stim intensity was set to patient's comfort. Left in treatment alone and 15 mins later pt commented on some discomfort. Left sacral region noted red.

Event description:
Pt. Was being treated with interferential electrical stimulation. E-stim intensity was set to patient's comfort. Left in treatment alone and 15 mins later pt commented on some discomfort. Left sacral region noted red.